Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through the implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 3 months due to unknown reason. The explanted valve was replaced with a 25mm 11060a aortic valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections b4, b5, b7. Updated section d9. Updated sections g3, g6. Updated sections h2, h6 - health effect - clinical code; device code(s); type of investigation; investigation findings; investigation conclusions. H11: additional manufacturer narrative: aortic root abscess is a serious infection that affects the area around the aortic valve of the heart. It most often develops as a complication of infective endocarditis. Or abscess can form due to localized infection such as from fistula formation. People with prosthetic heart valves, congenital heart defects (such as bicuspid aortic valve), are at higher risk. Other risk factors include weakened immune systems and intravenous drug use. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. This event, or its consequences, is a known anticipated risk/potential adverse event included in the instructions for use (IFU). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 3 months to repair aortic root abscess. The explanted valve was replaced with a 25mm 11060a aortic valved conduit. Per hospital pathology report the aortic prosthetic valve grossly examined showed only mild pannus formation, mild calcification and no perforations, cuspal tears, vegetations or thrombi. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.